Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inability to remove the gripper line was confirmed. The device was returned with blood visible on the clip cover, clip introducer, and on the system handles. The clip was returned fully closed and the gripper line was visible on both gripper lumens at the delivery catheter (dc) radiopaque tip ring and was exposed from the gripper lever; this is consistent with the reported information that the gripper line was unable to be removed and the clip was not deployed during the procedure. The arm positioner was noted to be in the fully closed direction. No polyimide tubing was observed on the gripper or lock levers. Visual and tactile inspection of the device identified no abnormalities or damage along the steerable sleeve shaft. There was no other external damage observed to the device. The gripper line was observed to be properly located through the suture knots on the gripper arms; no damage or kinks were observed. The gripper arms were confirmed to be functioning properly. The gripper line was able to translate with no resistance noted. One free end of the gripper line was observed to translate with some resistance and the other free end was able to translate with no resistance noted. Potential causes for the reported inability to remove the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions such as damages to the gripper line or obstructions in the lumen coils. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other inability to remove the gripper line (mechanical jam) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed because the gripper line could not be removed, which has the potential to cause or contribute serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with challenging anatomy. After the first final arm angle test for clip delivery system (cds) 41029u146, the gripper line could not be removed. Trouble-shooting steps were performed; however, the gripper line still could not be removed. The clip was not implanted and the cds was removed. Cds 41022u139 was used successfully and the clip was deployed without reported issue; however, slight resistance was noted during removal of the gripper line. The procedure was completed successfully, with mr reduced to 1, and no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.